Event description:
The customer reported the unit failed pre-operational testing because it was unable to open the exhalation autozero solenoid. Failure to open the exhalation autozero solenoid during normal ventilation mode operation could result in a vent inop occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was not in use on a patient at the time of the reported failure, therefore there was no patient involvement or harm. As the device was out of warranty, the manufacturers product support engineer advised the customer to replace the three station solenoid to address the reported problem.

Manufacturer narrative:
Out of warranty; customer to repair. Out of warranty; customer to repair.